Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that before use, when the yellow protective sheath was removed from a 4.0x18 mm rx multi-link 8 coronary stent system, the stent dislodged and remained inside of the yellow protective cover. Reportedly, no resistance was felt during removal of the protective sheath. The device was not used and there was no patient involvement. Another device was used for the procedure. There was no clinically significant delay in the intended procedure. No additional information was provided.